Event description:
It was reported that the implantable cardiac monitor was shown as premature depleted on the day of implant. Diagnostic and software anomaly was suspected. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of a transmission showing battery depletion following initial implant was confirmed. The session records provided were reviewed and indicated that the device was brought out of shipped settings and sent back to storage prior to the implant. It it unknown the environment where the device was stored at this time. It is suspected that temperature impacted the devices battery voltage reading due to storage. The battery capacity reading returned to full following implant. There is no device malfunction suspected.